Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. During investigation of the electrode belt, the ECG "c&d" cable was pulled from the strain relief, damaging the lead 2- wire in the cable. The root cause for the strained cable could not be positively identified there was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.